Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician identified oily liquid in the water. Therefore a damaged compressor was determined as root cause. The device was requested back to livanova (B)(4) for further investigation. However the customer declined the request and scrapped the defective heater-cooler device. Therefore no further investigation could be performed and no specific root cause could be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse of the operation theatre during priming. There was no patient involvement.